Event description:
The doctor reported via e-mail that a few days ago, the patient came to his dental office holding the loosened implant abutment in his hand. A few weeks earlier, he had replaced the previously fractured abutment by the screw with a new one by a different doctor. The doctor suspects that a fragment of the screw may be inside the implant. The implant remains implanted. This report refers to loosened abutment.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) hlpt3, (do not use temp. Plastic abut hex-lo ck 3.5mm imp 4.5 flare) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 61243677. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61243677 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿loosening¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation is incorrect techniques used - customer error. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.